Event description:
The manufacturer received information alleging a ventilator was delivering incorrect tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer had previously reported the device's sensor board was recalibrated to address an incorrect tidal volume being displayed. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.